Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had experienced a keypad anomaly. The button was unresponsive when the customer was going to deliver insulin. Customer's blood glucose was 7.9 mmol/l. Customer reported another incident where the button was unresponsive. Customer's blood glucose at time of incident was 19 mmol/l. Customer treated high blood glucose with manual insulin injection. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened dome switch and unlocked connector at lcd board, cracked case at display window corners and minor scratched lcd window.